Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient undertook a shoulder reverse prothesis. A few days later the patient visited the surgeon with complaints and after doing imagiologic exams the surgeon confirmed that the prothesis was dislocated. The surgeon saw that the glenosphere was released from metaglene and more weird, that the screw of the glenosphere seemed broken and released from glenosphere. The revision surgery was held today and the surgeon confirmed what he saw in the x-rays. The surgeon replaced the damaged glenosphere by another, such as the insert. He verified that the metaglene was well fixed and tightened the screws a bit more.